Event description:
It was reported that during insertion for pulse field ablation (pfa) procedure a farawave nav was selected for use, when attempting to advance the guidewire after inserting the farawave catheter inside the body, it was difficult to manipulate the guidewire. It was difficult to retract and advance the guidewire. The physician commented that there had been no problem during the preparation stage outside the body and wondered why the issue occurred. Because it was difficult to manipulate the guidewire while the farawave catheter was still inside the body, the farawave catheter was removed from the body together with the guidewire. Completed with another of same device. No patient complications were reported. Device expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.